Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula crimped events on (B)(6) 2024 . The event occurred within three hours of insertion on (B)(6) 2024 and three or more hours of insertion on (B)(6) 2024 . The insertion site was abdomen. The infusion set was in use for thirty six hours. The blood glucose level was 825 mg/dland the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.